Event description:
It was reported that the collimator on the 9800 sys closed down and the sys locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.